Event description:
It was reported that catheter entrapment on the guidewire occurred. A 2.4mm jetstream xc was selected for use. While advancing the jetstream on the non-bsc filterwire, there was difficulty advancing the catheter through the lesion. During removal of the device in rex mode, the catheter became stuck on the filterwire. The catheter and the filterwire were removed from the patient together on one unit. The lesion was rewired and a peripheral directional atherectomy system was used to complete the procedure. There were no patient complications reported.